Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure. The device was being inserted at a 45-degree angle into a deep track. It was reported the "device was not inserting easily." A kink occurred proximal to the anti-kink plug. Good marking was not obtained. The device was not deployed. The device was removed and replaced with a second device. The arteriotomy was successfully closed with second device. There was no report of an adverse patient event. It was noted upon analysis of the device that the guide was broken just distal to the guide tube.